Event description:
It was reported that a spectrum infusion pump had a 'door problem." It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as door jammed messages) but did not reproduce the reported "door problem." The evaluation found the force required to secure the door was above expected levels due to the door hooks being out of adjustment, likely contributing to the reported symptom. The unit was reworked to correct this condition.